Event description:
The customer reported that the emergency shut off switch needed to be replaced on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. Both emergency stop switches and the user interface board were replaced. The sys was tested and operates as intended.